Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-103 - finger removed from strip before strip had sufficient time to fill. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. Son is calling on behalf of the customer. The e-2 error occurred when the blood sample was absorbed. At the time of the call the customer reported symptoms of feeling dizzy, shaky and nauseous. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 118 mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. Customer was using correct test strips. The customer had just purchased the test strips prior to call. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.